Event description:
It was reported the procedure was being performed in the PICC room. At the moment of insertion the clinician found the sheath was cracked. As a result, it was not used and another kit used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).